Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging. A bsn representative analyzed the patient's database and no anomalies were found. The patient was reportedly doing well following the revision

Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging. A bsn representative analyzed the patient's database and no anomalies were found. The patient was reportedly doing well following the revision

Manufacturer narrative:
Additional information was received that the explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.